Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed. The company representative replaced the battery and the controller printed circuit board (pcb), as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. However, how or when these wear/reliability issues occurred remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system shut down. The system was rebooted to complete the case. There was no patient harm.